Event description:
After removing the needle from the patient's arm, she placed the pink shield against a counter to activate the device. The shield was apparently misaligned with the needle, which caused the holder to slip out of her hand resulting in a nsi. After the nsi, the hcw received a tetanus shot and both the hcw and source had in-vitro blood testing.